Manufacturer narrative:
Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. While the root cause of their enteric fistula cannot be conclusively determined, presence of the driveline may have been a contributing factor. Our investigation found no evidence to suggest that these events were related to a device defect or sterility issue. No additional information will be forthcoming. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient.

Event description:
Approximately two and a half months post implantation, the patient was hospitalized for approximately 10 days after a surgical revision of the driveline exit site due to infection. The patient was talking to his physician, coughed and stool was noted to be coming out of the driveline exit site. The patient was taken back to surgery for a second surgical revision of the driveline site.

Event description:
On (B)(6) 2013 (pod 106) the patient's primary driveline exit site began to express fecal material and a fistula between the driveline and colon was suggested on CT scan. Heparin infusion was withheld and anticoagulation reversed with fresh frozen plasma in preparation for further surgery. Exploratory laparotomy revealed that the driveline cable was eroding through the mid descending colon in the left upper quadrant although there was no free perforation or peritonitis evident. A portion of the colon was resected (mid transverse colon to mid descending colon) and omentum buttressed against the abdominal wall between the driveline cable and the remainder of the intra-abdominal contents. Abdominal wall debridement was also performed as well as surgical revision and relocation of the driveline cable. The abdominal wall was closed on completion of the surgery. The patient later passed what was thought to be an anastomotic clot related to the colonic resection and required another blood transfusion (2 units). Hemoglobin then stabilized and he was able to continue on aspirin and warfarin therapy. Four days after surgery the patient developed high power consumption, treatment for suspected thrombosis was initiated and the device was exchanged. (See manufacturer report#3007042319-2014-00064). The patient was discharged, and was reportedly in good condition.

Manufacturer narrative:
The device remained implanted at the time of this event. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient. Device remained implanted.